Manufacturer narrative:
Other, other text: b3 unknown, d4: UDI (B)(4) one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was removed. There was no evidence to review in the device's event history log. Accuracy tests were performed and the reported issue was duplicated. The pump was found to be underdelivering to the manufacturing specifications. As a result, the expulsor assembly was replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (2/1/2021) and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com

Event description:
It was reported that the pump failed volume accuracy test (18.36 ml). The event occurred during testing, no patient injury was reported.